Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tpn and lipids were temporarily disconnected from the patient¿s PICC line while the patient changed gowns. A non-carefusion "blue cap" was placed on the end of the tubing. When the nurse attempted to remove the cap in order to reconnect to the patient, the luer lock remained attached to the "blue cap" and separated from the tubing. The nurse reported that ¿the connection had a crack in it¿. IV fluid was infused until a new set up could be obtained. There was no report of harm to the patient.

Manufacturer narrative:
Correction on initial report: initial reporter.

Manufacturer narrative:
Correction on initial report conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a cracked male luer was confirmed. The spin collar was received detached from the male luer tip. Visual inspection noted a 0.25 inch long crack on the spin collar, parallel to the direction of the fluid flow. There were no signs of damage or deformities found on the male luer tip. Functional testing was not performed since the spin collar was received separated from the male luer tip. Dimensional testing confirmed that the male luer tip measured within specification. The root cause of the reported separation was a crack on the male luer. The source of the crack is unknown.